Event description:
The initial reporter stated that the pump "showed low flow" but did not alarm. This is not a valid alarm for this device. They did not provide more specific information or say what alarm had failed. Mmd did follow up with the initial reporter, who stated they did not have any additional information about the complaint. They did not report any adverse effects to the patient due to the complaint. [(B)(4)].

Manufacturer narrative:
The device was not returned to mmd for investigation. A DHR review was completed and no non-conformances were found. Because the device was not returned to mmd, an investigation could not be completed. This report will be updated if the device is return to mmd.